Event description:
On (B)(6) 2019, an 18mm amplatzer septal occluder was selected for implant. During the procedure, the left atrial disc deployed in a cobra formation. The procedure was completed with another 18mm occluder. The patient remained hemodynamically stable and there was no clinically significant delay.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.